Event description:
It was reported that at 50 joules the device never fully charges. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number of a replacement power conversion pcb. The customer later confirmed that the problem has been resolved after replacing the power conversion pcb board. The removed board will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.